Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that the perfusionist found one of the level sensors did not respond. The device was not changed out, as the customer used it any in "alert only" mode. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the customer tried swapping out the red level sensor but reported to me the same problem occurred. They said "it showed yellow when disconnected" (which is normal). While troubleshooting at the customer site, the fsr found the alarm level sensor was non-functional. The fsr replaced the level sensor and system operated to manufacturer specifications and was returned to clinical use. The fsr returned the suspect sensor to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.